Manufacturer narrative:
(B)(4), labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had a bruise under the sensor pad after sensor removal. The area became infected, was red, swollen, and an abscess formed at the insertion site. On (B)(6) 2022, the patient consulted a physician who prescribed an oral antibiotic (cephalexin 500 mg). After a week there were no signs of healing. The patient returned to the physician on (B)(6) 2022 and was advised to have surgery. After a surgeon removed the abscess on (B)(6) 2022, the patient felt fine and was in stable condition. No additional patient or event information is available.